Event description:
The patient was admitted on (B)(6) 2021. The infection was determined to be a pump pocket infection. The cultures did not grow an organism as the patient was on antibiotics prior to the culture. After the device was removed, the patient had no further infection episodes.

Manufacturer narrative:
Manufacturer investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 lvas, (B)(6) . A direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. The pump was returned assembled with the pump cable severed approximately 8 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU, rev. C is currently available. The IFU lists infection (driveline, localized, and pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook (rev. C) provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on (B)(6) 2021 that the patient had developed an infection over the past several weeks. Oozing was noticed from the sternum, and pet scan results were positive. The pump was removed, and was cultured several times in the operating room (or). After device explantation, impella was placed for infection. Patient was possible bridge to transplant.